Manufacturer narrative:
The retained samples of the same lot have been tested visually and mechanically. All samples were found to perform within limits. The gel's ph value of those samples was also measured and found to be within limits. The incoming inspection reports of the gel lot used for the production of the claimed lot show no irregularities. No faults could be detected. A second patient has been reported to have developed reaction 4 days prior to the event in the same hospital during a stress test procedure. Electrodes from the same lot were used. As the reactions have been judged to not have led to a permanent impairment without treatment, no MDR has been filed. No further incidents have been reported to us neither by villach hospital nor by the other 7 customers who have received product from this lot. No conclusion can be drawn as to what has cause the allergic reactions. However, we assume that the fact the patient is diabetic has aggravated the reaction.

Event description:
In 2009, a telemetry monitoring ECG procedure was performed at a hospital in a foreign country. A philips monitor, and skintact t-60 ECG electrodes were used. The duration of the procedure was four days. A patient was discovered to have developed skin reactions on the second day. The patient is of obese built. The patient is diabetic. The skin was cleaned with water and soap. The skin has not been disinfected, not been shaven and no ointment has been used. The skin has also been dried. The electrodes were applied on the patient's chest area. The patient developed reddening under two electrodes, and blisters formed around these electrodes. The skin reaction was treated with medical cream as ordered by the physician.